Manufacturer narrative:
An event of a pseudoaneurysm was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pseudoaneurysm could not be conclusively determined.

Event description:
Following the procedure, a pseudoaneurysm occurred on the patient's right side near the groin. Thrombin was administered and the pseudoaneurysm was resolved. The patient is in stable condition. It is unknown what caused the pseudoaneurysm. There were no performance issues with any abbott device.